Manufacturer narrative:
The subject device was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by the failure of the ccd unit. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus (B)(4), it was found that the color bar was displayed on the monitor instead of the endoscopic image. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on november 27th, 2021. As a result of the investigation, this report was the same as previously reported event (8010047-2021-15124). Therefore, olympus medical systems corp. (Omsc) will retract this report 8010047-2021-15124.